Manufacturer narrative:
A supplemental report is being submitted for d4 and d6a and b: serial number, model number, and dates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: subaortic pannus causing complete outlet obstruction after bioprosthetic aortic valve replacement in a patient with left ventricular assist device: a case report. European heart journal - case reports. 2024. 8, ytae592. Doi: 10.1093/ehjcr/ytae592. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding subaortic pannus in a ventricular assist device (vad) patient. The authors described a patient who underwent a heart transplantation. Following transplant, analysis of the explanted heart revealed a fused aortic valve (av). A pannus adherent to the underside of the av had formed across the entire av outlet, with complete obliteration of left ventricular outflow tract (lvot). This subaortic pannus was not visualized on previous transthoracic echocardiogram (tte). The status of the device is unknown. No additional adverse patient effects were reported.